Event description:
I started to notice a rash from a piece if jewelry which turned out to be a nickel allergy. Now I have a nickel rash in my lower back and chest that is painful and itchy comes and goes but some of it is always there. I have heavy erupts one that lasted 32 days and only stopped because of hormones the dr gave me. Constant cramping and pain since day one.